Manufacturer narrative:
Should additional information be provided, it will be submitted in the supplemental report upon completion of the investigation. Device was implanted.

Event description:
It was reported by sales agent that a femoral head which expired in june 2013 was implanted in a patient. No adverse consequences were reported.

Event description:
It was reported by sales agent that a femoral head which expired in (B)(6) 2013 was implanted in a patient. No adverse consequences were reported.

Manufacturer narrative:
An event regarding off label use involving a v40 fem head orthinox 32-4 was reported. It was confirmed that the label was used past its expiration date. Visual, dimensional and functional not performed, no devices were returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of this event could not be determined based on the information provided, however there is no evidence that it was manufacturing related. This event relates to v40 fem head orthinox 32-4 & off label use. A sample of the label was reviewed and confirmed that it was labelled correctly. No further investigation is required at this time.